Event description:
The customer reported to corporate product surveillance (cps) of a v-link luer, in which the luer threading was broken and connected to an unknown arrow international catheter. The patient was receiving a levophed through the port. It is unknown how long into the infusion it occurred. The patient became hypotensive (level unknown.) It is unknown what interventions were needed. The nurse was about to start a third pressor (unknown) when she noted blood mixed with the intravenous (IV) infusions was on the patient's pillow. Part of the v-link connected to the tubing was broken. The v-link was attached to an unknown blue anti-reflux valve, which was connected to a b braun tri-port connector (christmas tree). The christmas tree is where multiple medications were infusing.

Manufacturer narrative:
(B)(4). The sample discarded and therefore no evaluation was performed. Should the sample be received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation. The lot number was not provided, therefore a batch review cannot be conducted. The root cause of this incident was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.